Event description:
As reported by the user facility: per diem rn was infusing remicade - he states the infusion finished in 1hr 14 mins instead of 2 hr. Patient states it was infused in less than 1 hr. Patient experienced muscle rigidity and spasm and was transported to the hospital. The admission information at the hospital said drug induced dystonia from rapid infusion of remicade due pump malfunction. Account ran saline through remicade infusion protocol in the pump drug library and therapy was completed in over 2 hours. The don believes this incident was related to operator error. They have since included a new hypersensitivity protocol.

Manufacturer narrative:
This report has been identified as (B)(6) medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Our investigation tema was not able to evaluate or confirmed reported issue becasue the pump was not returned for evaluation, and the device logs were not made available to our investiation facility. Further investigation of the complaint was unfortunately not possible without a device for evaluation or the device logs.